Event description:
The customer reported to philips healthcare that the heartstart xl did not pick up ECG track and subsequently did not deliver shock. There was no report of pt involvement.

Manufacturer narrative:
Pr#: (B)(4). A f/u report will be submitted upon completion of the investigation.